Event description:
A balloon ruptured on the first inflation during a transjugular intrahepatic portosystemic shunt (tips) procedure. Following removal of the balloon catheter, it was noted a small portion of the balloon material, approximately 1 cm of the distal balloon, was missing from the catheter shaft. No retrieval attempts were made, however, the physician stated the stent placement may have tacked up the missing segment. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. It was indicated this device was used to dilate liver parenchyma during a tips procedure which may have contributed to this event. However, without evaluating the device, co is unable to determine the cause for this event. Co's directions for use state: balloon dilatation catheters are recommended for percutaneous angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instrucitons is not recommended... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."